Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: we received a report of leakage involving our device. One video and twenty samples in their original packaging were provided to our quality team for investigation. Upon inspection of the video, leakage was observed between the connection of the syringe and needle. The twenty returned samples were thoroughly inspected, and no damage or other defects were identified within any of the products. Leakage and cone tests were completed and verified that all products met required specifications, with no leakage observed. It was noted that the syringe used in the video was a non-bd brand with a luer slip connection. It is important to note that the spinal needle should be used with a threaded luer connection. A device history review was performed for lot 2411004. No deviations or nonconformances were identified during the manufacturing process that could have contributed to this observation. The product is visually and functionally tested throughout manufacturing according to procedure, verifying that all critical dimensions are within specification. Testing results for lot 2411004 verified that the product met all required limits. Based on the investigation and analysis performed, no issues related to the device or manufacturing process were identified. The leakage was determined to be associated with the use of a non-threaded luer syringe. To date, no additional similar events have been reported for this lot. Complaints related to this device and reported condition will continue to be monitored by the quality team for any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: there was leakage at the hub of the spinal needle when connected to a terumo 5 ml syringe during the procedure, which resulted in the medication not being administered in the full intended dose. - was any medical intervention needed due to the delay? The medical intervention was not delayed, but the procedure was interrupted due to the need to change the syringe(terumo)and increase the medication dose. - did the patient receive the full intended dose? . The patient did not receive the full dose during the leak then doctor anesthesia increased the dose by 1.5 ml. (Total 6.5 ml) - was another device needed? None. - was anything additional needed due to the exposure to fluids? What fluids was the patient exposed to? None.